Event description:
As reported, during set up of a procedure, when the sorbafix fixation device (device #1) was removed from the product box, a hole was noted in the sterile pouch. It was reported that the device was discarded and another sorbafix fixation device (device #2) was opened, same issue occurred. It was reported that the third sorbafix device was used and no damage was noted to the packaging. As reported no damage was noted to the either of the product boxes (device #1 & device #2). There was no reported patient injury.

Manufacturer narrative:
As reported, when the sorbafix was removed from the product box, a hole was noted in the sterile pouch. The subject device has been returned for evaluation. The preliminary review of the sample confirms a breach of the sterile barrier. Evaluation and root cause investigation is still ongoing. When the investigation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. Addendum: this is an addendum to the initial MDR submitted, to document the sample evaluation results. Evaluation of the returned sample confirms a perforation in non-labeled side of the sterile foil pouch. The manufacturing process has multiple inspection steps that would detect a condition of this nature, if it were to present; in addition, the outer carton was undamaged, ruling out in-transit damage. While the condition was identified to be an out of the box condition, it is possible that the customer had previously removed the sterile package from the carton unit and placed back into the carton unit resulting in this being found as reported. Customer reported two occurrences of the same condition with no other complaints reported for the lot of 585 units released to stock in jan. 2023. Based on the reported condition, lot history review and sample evaluation, a definitive root cause cannot be determined. Updated fields: b4, g3, g6, h2, h3, h4, h6, h10. This supplemental MDR represents the sorbafix enhanced (device #2). An additional MDR was previously submitted to represent the sorbafix enhanced (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, when the sorbafix was removed from the product box, a hole was noted in the sterile pouch. The subject device has been returned for evaluation. The preliminary review of the sample confirms a breach of the sterile barrier. Evaluation and root cause investigation is still ongoing. When the investigation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. This MDR represents the bard/davol sorbafix enhanced (device #2). An additional MDR was submitted to represent the bard/davol sorbafix enhanced (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during set up of a procedure, when the sorbafix fixation device (device #1) was removed from the product box, a hole was noted in the sterile pouch. It was reported that the device was discarded and another sorbafix fixation device (device #2) was opened, same issue occurred. It was reported that the third sorbafix device was used and no damage was noted to the packaging. As reported no damage was noted to the either of the product boxes (device #1 & device #2). There was no reported patient injury.